Manufacturer narrative:
D10: the device was received for investigation on (B)(6) 2020. H10: two new list # 061-ch3134, quadfuse add-on sets (lot # 4146781) were received and visually inspected. No visible damage or anomalies were identified. No used product was returned. Both sets were leak tested according to product performance specifications. No leakage was observed. Without the return of any used product the reported complaint could not be confirmed. The device history review (DHR) for lot number 4146781 was reviewed and there were no relevant non-conformances found.

Manufacturer narrative:
It is unknown if the device is available for evaluation. The investigation is not yet complete.

Event description:
The event occurred on an unknown date and involved a quadfuse add-on set w/4 bag spikes. The customer reported a chemotherapy spill due to the product leaking from where the plastic connects to the spike. There is no report of patient harm or adverse event. This report captures the first of two incidents.